Manufacturer narrative:
(B)(4). A replacement waste pump was installed at the customer site to correct the issue. There is no indication that the architect i2000sr analyzer or the waste pump contributed to or caused the issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, a cause for the broken connector on the external waste pump was not identified. However, labeling in the architect system operation manual is adequate with regard to precautions, hazards, use of personal protective equipment, and troubleshooting the customer's issue. The evaluation did not identify a deficiency.

Event description:
The customer states that the architect i2000 sr analyzer had a damaged waste pump connector that was not able to connect to the waste hose correctly (it is unknown how the connector was damaged). Some of the fluid waste splashed into the face of the instrument operator. The operator immediately washed their face and did not seek any medical attention. No further health concerns were noted.